Event description:
This pt had two surgeries, five to six yrs ago for c 1-2 instability and 1-2 subluxation. Initial surgery was in 1990 and then in 11/91 had repeat c 1/2 gallie type fusion. (Wires were broken). Now the pt was admitted to hosp 8/8/96 for surgery-c 1-2 transarticular screws with c 1-2 fusion. He had had posterior neck pain for several months. Previous gallie